Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pulse generator change procedure. Upon interrogating the device, it was found that the right ventricular lead exhibited high lead impedance and high capture threshold. The lead was then capped and replaced on (B)(6) 2020. The patient was in stable condition.